Event description:
Patient had bilateral tmj surgery in (B)(6) 2007. The patient reported she had an anesthetic in the last 90 days at which time after waking up from the anesthetic, she had the inability to close her jaws. Surgeon diagnosed with dislocation of the right temporomandible joint prosthesis. On (B)(6) 2008, original tmj surgeon did revision surgery and discovered the condylar segment was out of position and forward, and removed it.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There have been no trends identified related to this type of event. No further complications have been reported. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.